Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The surgical strip was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - a small brown spot was found to be present on the face of the strip. The spot is located in the cottonoid material and not on the welded portion of the strip. This indicates discoloration during the cottonoid production process. Root cause - the complaint can be confirmed. Cottonoid is produced in a process that involves shredding rayon, needling it into large sheets, and saturation the material in a binder solution. The saturated material is then fed through an oven to dry and cure the cottonoid. During this process, binder can built up on rollers in the oven resulting in burned binder and discoloration on the sheet of cottonoid. During the strips process, the strip is visually inspected by the operator for signs of defects including discoloration. In this instance, the operator did not properly inspect the strip. The applicable operators will be retrained to properly inspect for discoloration.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a particle was visible in a surgical strip (ID 801455). Issue detected prior to patient use. The procedure was completed with a replacement product available. No patient injury, no surgical delay.